Event description:
Customer's diabetes educator reported that she was having trouble downloading information to carelink. She stated that she had unplugged the countour next link from the computer and plugged it into another port but still gets a test failed message stating that the device could not be found on any available port. She was advised that this information would not be downloaded until the new version of carelink is installed. The blood glucose reading was not obtained. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.